Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was fractured during trailing. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: complaint sample was evaluated and the reported event was confirmed.device history record was reviewed and no discrepancies were found.evaluation of the returned device identified the device had fractured on the medial side of the post. The device also exhibited nicks and gouges indicative of repeated use. Further evaluation of the returned device identified that the common failure modes for the reported device include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.